Event description:
It was reported that the programmer was "very slow to boot up," and the connector was loose. Also noted, was that the printer speed buttons do not work. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, so the hard disk drive was reconfigured and software was reloaded. It was also confirmed that the paper speed buttons are slow to respond, the printer keypad assembly was replaced, and the patient cable connection was loose, the printed circuit board was replaced. It was also noted that both keyboard case hinges were broken. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.